Event description:
This info was reported as a customer complaint. Vasoseal was used in right groin following a diagnostic catheterization procedure. During the procedure the physician didn't encounter any complications. Post=procedure it was discovered that the collagen plug was inserted into the artery. The collagen plug was surgically removed.